Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen at the hcp office on (B)(6) 2014. The pump was at minimum rate with the alarms disabled and there were plans for explant. No interventions, pump medications, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the manufacturer's representative received an email on the day of report requesting that he disabled the alarms on the pump until the patient could have it explanted. It was noted that the pump would be explanted and the patient would use their implantable neurostimulator (ins) to manage the pain the pump was treating. The cause for the alarm was due to low or empty reservoir and had been alarming since (B)(6). The manufacturer's representative had a limited history of the patient, but knew that she went to the "larger city" for the implant and then came back home to have the pump refilled but could not find healthcare professionals (hcps) willing to manage the pump. The patient's pump was intended to infuse an unknown drug. Additional information was requested to determine if any interventions were performed and the outcome.